Event description:
The customer reported that while pippetting a hbc assay using the multi-assay pippetting option in oas v2.0.1 software, the software failed to direct the user to load the proper reagent for the hbc assay and could cause the pippetter to dispense the wrong reagent into the plate. No death or serious injury was associated with this incident.